Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000897r, lot/serial #: (B)(6). H3: the computer was returned to the manufacture for analysis. After functional testing and visual/physical examination the reported, issue was confirmed. The image acquisition system (ias) computer failed bench test. The ias computer wouldn't power on. The ias computer was physically damaged, during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the image acquisition system (ias) had been on "system booting, please wait" for approximately 30 min. There was a patient involved and the issue caused a less than 1 hour delay. Troubleshooting was done to try and resolve the issue, the ias was rebooted with and without the umbilical cord connected but the system would not be able to get pass the 'system booting. Please wait' message. The logs were tried to be accessed but nothing appeared when picking the imaging system as the location. When picking the mobile view station (mvs), there were three kinds of errors found, which were the "failed to access directory," "socket error code," and "unable to connect the gain calibration file path."

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000897r , no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) c omputer was replaced. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c07,d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.